Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported a trabeculectomy has been performed. Reported events have been resolved.

Manufacturer narrative:
The reported events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported post-operative iop 30mmhg, needling procedure was performed, and patient restarted their anti hto duotrav treatment against the xen®45 gts. A trabeculectomy has been scheduled and xen has been explanted from the unknown eye.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the returned gel stent was examined under magnification. The gel stent was observed to have no obstruction and a clear internal channel. However, one side of the implant was severed or broken. The reported complaint against the xen gel stent was not confirmed. During investigation on the received implant it was observed that the implant was unobstructed and had a clear internal channel. One side of the implant was severed. It is inconclusive when the implant was severed. The manufactured xen systems are 100% tested in-process and inspected under magnification during manufacturing. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported post-operative iop 30mmhg, needling procedure was performed, and patient restarted their anti hto duotrav treatment against the xen®45 gts. A trabeculectomy has been scheduled and xen has been explanted from the unknown eye.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported post-operative iop 30mmhg, needling procedure was performed, and patient restarted their anti hto duotrav treatment against the xen®45 gts. A trabeculectomy has been scheduled and xen has been explanted from the unknown eye.